Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a transfemoral cerebral angiography interventional procedure using a small-bore sheath. Reportedly, all step were performed and the clip was deployed at the vessel wall; however, complete hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed MDR report, the following information was received: reportedly, all step were performed and the clip was deployed: however, complete hemostasis was not achieved. It was then noted that the clip had not been deployed at the vessel. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing was performed on the returned device. The reported clip malposition could not be confirmed as the device was returned with the clip not deployed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device analysis condition indicates the exchange sheath may have not been properly secured to the clip applier. However, this can not be conclusive determined. Since the clip was not deployed, this would have contributed to the reported difficulty. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 4001 was removed.